Event description:
Ous MDR - this lead was explanted and replaced due to noise and two separate instances of pacing impedance below 200 ohms.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed stable values around 700 ohms between (B)(6) 2017 and (B)(6) 2018. Subsequently the pacing impedance decreased twice to <200 ohms as reported in the complaint text. Furthermore the provided iegms demonstrated noise on the rv channel which was oversensed and led to vf detection. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.